Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the e216 error code was not found. However, as noted in describe event or problem, the e315 error code was discovered. Additionally, the leak check labeling was found discolored. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned their loaner evis lucera elite colonovideoscope with a e216 error report. During the inspection of the loaner device, an e315 error code was discovered. This report is being submitted to capture the e315 error code confirmed during the device evaluation. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. The connector cap of leakage tester was attached/detached to venting connector of the device under water. Due to the device handling above, water invaded the scope connector, an abnormality in electrical components occurred, and an error code was displayed. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image": users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-apr-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.